Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial#: (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-jun-23 (B)(4) (con): it was reported that their patient programmer indicated that the implanted neuro stimulator (ins) battery had "already" reached elective replacement indicator (eri). The patient stated that the ins battery voltage was "like" 2.40, but they could not confirm since they did not have the patient programmer with them. The patient was concerned that the ins battery had already reached eri because it was only implanted in (B)(6) 2019, and their healthcare provider (hcp) told them it would last 4-5 years. They said that their last implant did not last the expected 4-5 years that was communicated to them by their healthcare provider. Agent reviewed that ins battery longevity depends on usage and settings. Regarding usage, the patient mentioned that they turn off the ins at night and turn it back on the next morning. Despite multiple occasions for routine programming, the patient denied any changes in programming. Refer to manufacturer report 3004209178-2021-10315 for details pertaining to the related reportable event.